Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the leakage of water invaded the device while the user was handling the device resulting an abnormality of electronic parts occurred which led to temporary display of error message. The event can be detected by following the instructions for use (IFU) which state: - inspection of the endoscopic image. - inspection of the instrument channel . The event can be prevented by following the instructions for use (IFU) which state: - perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. - perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the endoeye flex deflectable videoscope displayed an e227 scope communication error message when preparing the scope for use in a diagnostic procedure. Another scope was used to complete the procedure. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was not confirmed and an e227 error message was not displayed. Evaluation did find a b31 error message occurred due to a broken charged coupled device (ccd) unit, there was no image output due to corrosion on the electrical connector, angulation in the up direction was out of standards due to a worn angle wire, water tightness was lost due to a pinhole on the video cable, the video cable was corrugated, the light guide connector was corroded, the video connector was dirty, the control unit was dirty and air could not be put into the scope due to a deformed venting connector of the light guide connector. This event is under investigation. A supplemental report will be submitted upon receiving additional information.